Event description:
It was reported that the patient's ipg was explanted and replaced on (B)(6) 2021, resolving the issue. The patient has effective therapy post operatively.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient has inadequate therapy and is unable to connect to their ipg due to the ipg flipping in the pocket and sticking sideways. Imaging confirmed the ipg flipping. As a result, surgical intervention may occur to address the issue.